Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the destination slender guiding sheath sprayed contrast on to physician and technologist upon hand injecting contrast through the sheath. The sheath valve sprays contrast and could also blood can spray all over. The patient was stable, and the procedure was successful. Additional information was received on (B)(6) 2022: the type of procedure being performed was a radial to peripheral angioplasty with stent placement. The procedure was completed using the device. Sprays from the valve upon hand injecting contrast may have come out from leaflets that support the wire in center of sheath. There was no noticeable damage to the device. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is off-center insertion of the dilator through the sheath valve. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).